Event description:
On 3/11/1998, the MFR's sales rep was informed by the facility bio-medical engineer of the following: on 2/10/1998, the device was inserted with an x-ray showing all parts intact. On 2/17/1998, the device catheter was seen detached from the device possibly due to severe cuoghing. The device catheter slipped into the right ventricle. The device catheter was removed through femoral route and the device was replaced with a new device on 2/17/1998. Two specimens were analyzed; however, the pathology reports were not forwarded to the MFR. The device was scheduled to be returned to the MFR for analysis. No further details were provided at this time.